Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3 - the reason for the reported revision due to pain cannot be conclusively determined; however, it may be related to an underlying patient condition such as the osteoarthritis, component positioning, and/or maltracking of the native patella. Pain is a known surgical risk, as outlined in the IFU. H6 - investigation type, findings, and conclusion should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: concomitants: (B)(6) 02-020-11-0350 truliant ps cem fem ps cem right sz 5. (B)(6) 02-022-35-5011 truliant tib imp ps insert sz 5 11mm. (B)(6) 02-022-45-5050 truliant tib fit tray cem sz 5f / 5t.

Event description:
It was reported via a legal claim, that a patient, initial right knee implanted in (B)(6) 2019, underwent a revision procedure in (B)(6) 2023, approximately 4 years 9 months post the initial procedure. Following the initial procedure the patient continued to experience persistent tenderness and pain. Due to anterior knee pain and clunking caused by patellofemoral arthritis, a right patellofemoral partial replacement (patella resurfacing surgery) was performed. The tibial implant was affected by the recall; however they were not sure if the reason for revision surgery was due to the recall. No further information.